Manufacturer narrative:
The insulin pump gave a motor error alarm during the basic occlusion test due to a protruded / loose drive support disk. The motor passed the motor test.

Event description:
It was reported that the insulin pump alarmed motor error multiple times during normal use. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.